Event description:
Vascade 5 french system attempted to deploy in right femoral vein follow mitral transcatheter edge-to-edge repair (teer), device failed to deploy. Device removed and packaging saved to return to company.